Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-ft-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2016, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.28 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.8 degrees. On (B)(6) 2016 (70 days post-procedure), the patient was diagnosed with an abdominal wall hematoma. On (B)(6) 2016, the patient underwent a CT scan of abdomen and pelvis. Per site, there was evidence of grade 1 filter leg interaction with ivc wall. The hematoma was treated with drainage and antibiotics. The site has indicated the hematoma was not related to the study device or procedure and the device did not malfunction or deteriorate. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Igtcfs-65-1-fem-ft-celect-pt. Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirms perforation of the ivc; one primary filter leg demonstrates grade 2 interaction, the remaining 3 primary legs and two secondary legs demonstrate grade 1 interactions, while the remaining secondary legs demonstrate grade 0 interaction (tenting). According to the imaging review, there is no significant tilt or anatomic variants present that contributed to the development of the grade 2 interaction and the perforations are not related to the development of the rectus sheath hematoma. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2016, the patient received a celect filter. The inferior vena cava (ivc) diameter at the intended filter location was 20.28 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 20.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.8 degrees. On (B)(6) 2016 (70 days post-procedure), the patient was diagnosed with an abdominal wall hematoma. On (B)(6) 2016, the patient underwent a CT scan of abdomen and pelvis. Per site, there was evidence of grade 1 filter leg interaction with ivc wall. The hematoma was treated with drainage and antibiotics. The site has indicated the hematoma was not related to the study device or procedure and the device did not malfunction or deteriorate. On 02nov2016, analysis assessment of the CT scan revealed no filter fracture, deformation, embolization or migration. There were 11 filter legs with grade 1 interaction with ivc wall and 1 filter leg with grade 2 interaction with the ivc wall. The grade 2 interaction had no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. Patient outcome: the patient remains in the study.